Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported she missed her treatment on (B)(6) 2015 because she went to the hospital. During follow-up, the patient's peritoneal dialysis registered nurse (pdrn) stated the patient was hospitalized overnight due to low blood sugar on (B)(6) 2015 to (B)(6) 2015. The patient's symptoms began while she was completing her pd treatment on the liberty cycler. The patient began sweating and had a blood sugar of 61 md/dl. The patient is taking 2 kinds of insulin on a sliding scale, and the name of the insulin was unknown. The cause of the low blood sugar is unknown. The patient was able to complete pd treatment on the cycler on (B)(6) 2015 without any further issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The complaint device lot number was not reported, however the sales and shipping records for the patient were reviewed for three months prior to the date of occurrence. No product was available from these lots in distribution centers to be analyzed, as the entirety of the lots have been sold and distributed. Device history review was performed on the potential related lots. No non-conformance reports or other abnormalities during the manufacturing process were found for these lots. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.